Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the guidewire was passed through, the ivus catheter was inserted, and the lesion was assessed. When an attempt was made to remove the catheter, it became stuck on the stent and could not be withdrawn. It was thought the stent was not sufficiently expanded. The catheter was cut, and it was removed using a guide extension catheter. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.